Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm. There was no known impact to the customer's blood glucose level. The customer was able to resume insulin and the occlusion did not recur. As the occlusion alarm had occurred prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion could not be performed.